Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inability to deliver insulin/medication. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: there are several needles that are closed, faulty the insulin does not come out, they are already faulty, when I have to screw them on the pen and they turn empty, insisting I manage to hook them, but they are closed they do not have a hole. The defect is present about 25/30% of needles.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inability to deliver insulin/medication. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: there are several needles that are closed, faulty the insulin does not come out, they are already faulty, when I have to screw them on the pen and they turn empty, insisting I manage to hook them, but they are closed they do not have a hole. The defect is present about 25/30% of needles.